Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector and this issue occurred with two more infusion sets between (B)(6)2021 to (B)(6) 2021, exact dates were unknown both were on separate days. Therefore, her blood glucose level was 584 mg/dl at the time of one event between (B)(6) 2021 to (B)(6) 2021 due to the tubing broke off from the clip at the site. They changed the site, administered multiple daily injection and pedialyte. Moreover, the infusions were changed prematurely on second day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.